Manufacturer narrative:
Product analysis: visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted image appears to display instrument fracture of the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: diagnostic ostomyelite l5 revision case lumbosacral. Procedure: pedicle screw revision in the lumbar/ sacral region it was reported that during surgery, the distal tip of the driver broke and was left inside the tulip of the screw in s1. The s1 right and left was prepared using the drill and the 8.5 mm tap. Then the screw was implanted using the 2 different screwdrivers in fault. Both the drives contacted the patient and broke. Fragments remained in the patient. No patient complications were reported as a result of the event.